Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, blood leaked from the non-patient end of five (5) devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes. H.3 device eval by manufacturer? Yes. D9. Device available for eval?: 09-mar-2026. H.1 imdrf annex a grid (1:(B)(6) - fluid/blood leak (1250)). Investigation summary bd received 34 samples for investigation. Out of these, ten were used for functional tests and all samples passed testing with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, blood leaked from the non-patient end of five (5) devices. No adverse impact was reported regarding the patient or user.